Manufacturer narrative:
(B)(4). We received 28 easypump ii lt 60-30-s in original packaging. 5 of the samples were taken to a visual inspection. Damages or manufacturing faults were not detected. Additionally, 4 of the samples were filled with nacl 0.9 % up to the nominal volume and a functional test respectively a leak test was carried out. After waiting for a while the pumps worked (solution was running). Leakages were not detected at the samples. Furthermore, we tested the flow rate of these samples. Nominal: 2.0 ml/h actual: sample 1: 2,2 ml in 1 h; 4,1 ml in 2 hrs; 5,9 ml in 3 hrs. Sample 2: 2,3 ml in 1 h; 4,2 ml in 2 hrs; 6,0 ml in 3 hrs. Sample 3: 2,3 ml in 1 h; 4,1 ml in 2 hrs; 5,9 ml in 3 hrs. Sample 4: 2,4 ml in 1 h; 4,6 ml in 2 hrs; 6,8 ml in 3 hrs. The flow rate of the samples are in accordance with the specification. Leaks were not detected at the samples. The tested samples are within our specification. We have informed our manufacturer accordingly. They received 28 pieces of easypump ii lt 60-30-s. 23 pieces unused in original packaging. 1 piece unused in open packaging and 4 pieces used filled pumps without packaging. Big top cap is opened and discofix cap is removed. Observed liquid at the cap valve. No other deviation is observed at the complaint samples. Analysis: flow rate test was conducted on returned samples, i.e 4 pieces used filled pumps, 1 piece unused in open packaging and 2 pieces unused in original packaging were used to undergo water flow rate test. From the complaint samples: 4 pieces used filled pumps (sample no. 1 to 3), 1 piece unused in open packaging (sample no. 5), and 2 pieces unused in original packaging (sample no. 4 and 6) were tested. From the 4 pieces used filled pumps, only 3 samples can be tested, as one of the sample was blocked and water flow rate test cannot be conducted. Based on the flow rate test report, the flow rate of the used filled pump complaint sample number 1 to 3 was out of specification range from -15% to 15%. The deviation from nominal flow rate was not complied to the specification and result of water flow rate test showed fail. Based on the flow rate test report, the flow rate of the unused pump complaint sample no. 4 to 6 was within specification range from -15% to 15%. The deviation from nominal flow rate was complied to the specification and result of water flow rate test showed pass. Conclusion: based on the investigation and flow rate test result from bbm, the flow rate of the complaint samples were in accordance with the specification. Solution in pumps flowed and completed testing in 30 hours for the complaint samples and adhered to the nominal flow rate of 2ml/hr. Tested complaint samples thus were within specification. Further investigation and flow rate test result from bmi had been conducted. The flow rate of the used and filled pump complaint samples showed fail result. As bmi received the complaint samples were already filled with solutions, the silicone sleeves of the pumps were already in expansion mode. This will cause flow rate to be slow. And after water flow rate test in bbm and bmi, the pumps were already expanded twice and thus water flow rate test result showed slow flow rate trend. However, flow rate test result for those unused samples showed pass and samples within specification of 2ml/hr. Thus, complaint is not judgeable. Justification: not judgeable. Reviewed the device history record and found that there is a hold back notification number (B)(4) issued during microbore tube cutting process. No abnormalities found during final control inspection. ----------------------------------------------------- we received one easypump ii lt 100-50-s in original packaging. The sample was taken to a visual inspection. Damages or manufacturing faults were not detected. Additionally, the sample was filled with nacl 0.9 % up to the nominal volume and a functional test respectively a leak test was carried out. After waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore, we tested the flow rate of these sample. Nominal: 2.0 ml/h. Actual: 2,3 ml in 1 h; 4,5 ml in 2 hrs; 6,6 ml in 3 hrs. The flow rate of the sample is in accordance with the specification. Leaks were not detected at the sample. The tested sample is within our specification. We have informed our manufacturer accordingly. Define: received 1 piece of easypump ii lt 100-50-s in open packaging. Big top cap is opened and discofix cap is removed. Observed liquid at the cap valve. No other deviation is observed at the complaint sample. Analysis : flow rate test was conducted on returned sample. Based on the flow rate test report, the flow rate of the used filled pump complaint sample no. 1 was out of specification range from -15% to 15%. The deviation from nominal flow rate was not complied to the specification and result of water flow rate test showed fail with slow water flow rate. Conclusion: based on the investigation and flow rate test result from bbm, the flow rate of the complaint samples were in accordance with the specification. Solution in pumps flowed and completed testing in 50 hours for the complaint samples and adhered to the nominal flow rate of 2ml/hr. Tested complaint samples thus were within specification. Further investigation and flow rate test result from bmi had been conducted. The flow rate of the used and filled pump complaint samples showed fail result. As bmi received the complaint sample was already filled with solution, the silicone sleeve of the pump was already in expansion mode. This will cause flow rate to be slow. And after water flow rate test in bbm and bmi, the pumps was already expanded twice and thus water flow rate test result showed slow flow rate trend. Justification : not judgeable. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results become available.

Event description:
As reported by the user facility ((B)(4)): the customer complains that the dib batch 14h02ge233 of 2 ml/h perfused all the content in 6 hours (it contained 60 ml).